Manufacturer narrative:
(B)(4). The user facility's biomedical technician (biomed) is trained by the manufacturer. The batteries are 2.5 years old. New batteries were sent to the user facility to install. Data logs were returned to the manufacturer on 14-feb-2018.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit did not switch to battery backup when power outlet failed. The pump was temporarily hand cranked while changing outlets. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. No parts to be returned since the batteries that were involved were not provided by the manufacturer. Per instruction for use (IFU), if the system switches to battery power, the battery alert tone will sound and the power status indicator light emitting diode (led) will flash. Also, if the perfusion screen is open, a message will be displayed on the central control monitor (ccm) and posted in the aux tab, the power source/battery status icon will flash and display a color indicating approximate battery time available and the approximate battery run time in minutes will be displayed above the power source/ battery status icon. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the date of the incident was (B)(6) 2018. According to the perfusionist, around 12:42 pm, the heart lung machine (hlm) lost all power and did not switch over to battery backup. The log data states that there was a loss of alternating current (a/c) power at 9:40 am, and that the hlm switched over to battery. The perfusionist initiated bypass at 12:24 pm and recalls seeing a grey battery icon on his hlm perfusion screen, but does not recall the audible alarms that would occur every three minutes when on battery power. For context, I asked him if he recalled hearing the alarms when he first turned on the unit in the am for set up, he did not recall hearing the start up audible notifications. At 12:38 pm (clinician has timestamp of 12:42 pm) the hlm lost battery power. He proceeded to use the manual hand crank for approximately two minutes. During this period of time, the hlm was unplugged from the a/c power and plugged into another circuit. He cycled the power after the system was plugged into a different circuit and the system then operated on a/c power. He did recall the audible notification of system checks that occur during the cycling of power. The perfusionist stated that he was not the primary perfusion staff located at this institution and is part of the team that gives coverage to this hospital when needed. It is noted, that a manufactured trained biomedical technician (biomed) confirmed the batteries in the hlm were 2.5 years old, and they were not supplied by the manufacturer. The patient had no harm related to the ac loss/battery drainage incident. There was no blood loss to the patient, and the surgical procedure was not delayed due to this concern.

Manufacturer narrative:
Per the user facility's biomed, the pump was not defective and the batteries were replaced as part of the regular maintenance schedule.